Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the anterior rectectomy , after fired, noted that the tissue and washer was not cut , then changed another device to complete the procedure. There was no patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 09/16/2020. Upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3005075853-2020-04039. All information will be captured under 3005075853-2020-04011 moving forward.